Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior."

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: pelvic organ prolapse procedure (s) performed: placement of avaulta anterior complications post avaulta anterior implantation: (B)(6) 2011 ¿ (B)(6) 2011: cystocele, rectocele and urinary incontinence mesh revision with additional implant (restore m-plasty) surgery: (B)(6) 2011 ¿ underwent explant surgery and implant of restore 16 m-plasty.